Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, a diagnostic error was observed. The atrial fibrillation (af) burden diagnostic was calculated without all the af episodes. No intervention was performed. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported complaint of daily alert transmissions diagnostic error was due to atrial fibrillation (af) without evidence of an af episode was confirmed during review of session records. This is due to the patient being in a single af episode for an extended period of time, and the device design that does not include information about ongoing episodes in the reports generated for viewing by the clinician, resulting in no af episode alert being stored.